Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms of thirst and frequent urination. Due to elevated glucose levels, the patient was taken to the hospital at night, where she stayed overnight and was treated with IV insulin and potassium. At an unspecified time during the event, the cgm displayed a ¿low¿ reading, while a blood glucose meter reading showed 38.0 mmol/l (equivalent to approximately 684 mg/dl). At the time of the report, the patient stated she was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.